Manufacturer narrative:
(B)(4). Investigation summary: it was received for analysis an opened sample of product code: m656, lot: mch954. The product code is multi-strands and required two strands per packet. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no performance pull off suture needle was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record review was performed for the finished device batch mch954 and no non-conformance were identified.

Event description:
It was reported that the patient underwent a cardiovascular procedure on (B)(6) 2019 and suture was used. The needle pulled off the suture during use. The broken piece was retrieved from the patient. Changed another one to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.